Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during manual prime. Customer's blood glucose was 124 mg/dl. Troubleshooting was performed and the issue was resolved by changing out the reservoir. Customer was advised to run another manual prime and insulin exit. Customer is not returning the reservoir for analysis.